Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9218550, model: sc-9218-55, serial: (B)(4), batch: 7049698. Product family: scs-adapters, upn: m365sc9218550, model: sc-9218-55, serial: (B)(4), batch: 1078826. Product family: scs-adapters, upn: m365sc9218550, model: sc-9218-15, serial: (B)(4), batch: 7031652.

Event description:
It was reported the peripheral nerve stimulation (pns) patient experienced occasional discomfort for short periods of time at the location of the leads. The patient underwent an exploratory procedure to help determine the source of the sensation, and corrosion was discovered on several of the non-boston scientific lead contacts inside the adaptors. In order to clean the leads, the adaptors were disassembled and replaced. The patient did well postoperatively. The adaptors were not returned for analysis, as they were discarded by the facility.